Event description:
Reporter indicated that her vns therapy programming handheld froze while attempting to interrogate a pt's pulse generator. It was subsequently reported that the physician's handheld also froze while displaying the initial windows screen once being initially powered on. Good faith attempts to obtain handheld for product analysis are currently being made.

Manufacturer narrative:
Software/firmware caused event, but did not cause or contribute to a death or serious injury.